Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an airline was damaged and air was not supplied to eye during air displacement during surgery. The procedure type was unknown. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Upon visual inspection of the fluid/air exchange (f/ax) tubing set we observed the air tubing was not fully inserted to the top port of the auto infusion valve (aiv). The auto infusion valve controls air/fluid displacement to the eye during surgery. We tested the fluid/air exchange set and when toggling the infusion and the fluid/air exchange (f/ax) modes, air was not introduced from the cassette to the infusion line. The partial insertion by the supplier manufacturer resulted in the customer's experience. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The investigation determined the root cause to be related to the supplier assembly process of the auto infusion valve tubing which resulted in the customer's experience. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause, therefore no action will be taken for this occurrence. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).